Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: skin rash/dermatitis-ndr, anxiety-product/procedure, rupture.

Event description:
Healthcare professional reported right side "skin rash" which is not device related. Healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported "implant rupture" confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: skin rash/dermatitis-ndr: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side "skin rash" which is not device related. Healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported "implant rupture" confirmed via MRI. Device has been explanted and replaced.